Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self-test. Successfully downloaded history files and traces using thus. No alarms or alerts noted during testing. However, confirmed the pump alarmed failed batt test six times on 10/01/2023 between 22:01:46.000 to 22:02:45.000 in the history files. The abnormal power management graph confirmed the failed batt test was triggered due to moisture damage on pcb1 and pcb2 boards. Pump was cut open to perform visual inspection and found evidence of moisture damage on the motor assemblies, pcb1 and pcb2 boards. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay, missing display window cover, end cap address label missing, corroded battery tube, corroded motor home switch. The abnormal power management graph confirmed the unexpected battery power loss and failed batt test was triggered due to moisture damage on pcb1 and pcb2 boards. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received battery failed alarm. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and the insulin pump will not be returned for analysis.